Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving the inappropriate shocks. It was because that the right ventricular lead sensed the noise. Upon interrogation, the lead also exhibited high impedance value. On (B)(6) 2018, the lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.